Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing a shocking stimulation. Reprogramming was unable to resolve the issue. Low impedances were found at the contacts. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgery took place to explant and replace the ipg, which addressed the issue.